Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had residual 3.0d myopia after surgery with 17.0 diopter lens. It was initially considered to be purely the patient's condition. The lens was replaced with 14.0 and the postoperative residual myopia was close to 0. The iol was exchanged for another lens model 1 month following the initial implant procedure. No more further information is available.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company model lens 17.0 diopter lens was replaced with a 14.0 diopter lens (model not provided). After the exchange the postoperative residual myopia was close to 0. This information would indicate that the event was most likely related to a calculation issue. The manufacturer internal reference number is: (B)(4).